Manufacturer narrative:
The quality documents accompanying the manufacturing process for this biomonitor 2-af were re-investigated. All production steps had been performed accordingly. The final acceptance test proved the device functions to be as specified. The memory content of the device was inspected, showing a normal device function while implanted and in service. There was no indication of a device malfunction. In conclusion, the analysis of the biomonitor 2-af did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.

Event description:
This device was explanted due to patient complaints of irritation and discomfort. The device has not been replaced. Should additional information be reported, this file will be updated.